Event description:
Customer reportedly obtained results of hi (result greater than 600 mg/dl) and 250 mg/dl on the voicemate/advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.